Event description:
During svc "ln vent" reset alarm occurred. No allegation of pt harm. Replaced the power board due to leaky supercap. It was observed the filter was staine. The inlet filter and fan filter were also replaced.